Event description:
It was reported that an asymptomatic patient presented to the or for device changeout due to normal eri. Externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received externalized conductors due to internal insulation abrasion were found at 9.6 cm to 11.9 cm from the distal tip. The silicone insulation was abraded and the rv conductor was visible. External insulation abrasion was found at 11.0 cm to 11.2 cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at all abrasion locations.